Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported about 3 months ago, the pod had deactivated. The patient felt nauseous and went to the nurse. From there he kept rising in bg (blood glucose) levels. He hit a level that only read as high (>500mg/dl). The patient went to the emergency room (ER) and was there for 3-4 hours, from 12pm to roughly 3pm or 4pm. While he was there he received nausea medication ondansetron through IV and he does not recall but states he may have received IV insulin. He was released once they thought he was stabilized. He had been diagnosed only with high bg levels and did not receive any prescriptions when discharged.